Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after undergoing the implantation of essure, plaintiff began suffering severe menstrual, abdominal and back pain. Further, after being implanted with essure, she began to experience symptoms of depression and fatigue, which resulted in her being prescribed zoloft. Plaintiff was able to cease taking zoloft after her essure devices were removed. After undergoing the implantation of essure, the plaintiff began to suffer pain during intercourse, heavy bleeding and weight fluctuations. Moreover, she has been diagnosed with an allergy to nickel. Plaintiff was prescribed hydrocodone and oxycodone to treat the chronic pain she suffered after being implanted with essure. In (B)(6) 2012, pain grew so severe that she began needing to take these medications on a daily basis. Plaintiff was given an antinuclear antibody (ana) test, for which she tested positive. She also suffered from hair loss and constant pain. On or around (B)(6) 2014, the plaintiff underwent a hysterectomy. She felt almost instant relief after undergoing a hysterectomy to have her essure removed. As such, after hysterectomy, she had more energy and she no longer experienced abdominal pain or pain during intercourse. Accordingly, plaintiff felt though her life was changed for the better after undergoing a hysterectomy to have her essure removed. Six weeks post hysterectomy check up, the doctor informed her that the problems had been suffering with her uterus were likely caused by complications with her essure. Additionally, sometime around (B)(6) 2014, she was diagnosed with fibromyalgia by her doctor who informed her that the onset of fibromyalgia could be related to a traumatic event such as the complications she experienced with essure or her hysterectomy. Quality-safety evaluation ((B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, began to experience severe abdominal pain. In addition, she presented heavy (genital) bleeding. Two years after placement procedure, the plaintiff underwent a hysterectomy to have the devices removed. These events, seen as genital bleeding and abdominal pain, are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering the implied temporal relationship and the recovery after removal, causality between reported events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pelvic pain/sharp pelvic pain / soreness in pelvis / severe pain'), abdominal pain ('severe abdominal pain, chronic pain, pain grew so severe, constant pain/ abdominal pain / soreness in stomach') and abdominal pain upper ('stomach pain/ sharp pain stomach / severe stomach pain') in a 31-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth on (B)(6) 2012, live birth in 2008, live birth in 2000, multi gravida, visual disturbances, nausea, diaphoresis, dyspnea, attention deficit disorder, vaginal bleeding and gastric infection. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included heart rate increased, syncope (she had syncope for the last 15 months.), uterine prolapse, menometrorrhagia, menorrhagia and cyst. Family history included tobacco abuse (cigarettes), coronary artery disease, hypertension (father), myocardial infarction (grandmother), arrhythmia (grandmother), congestive heart failure, kidney stone, cancer (grandparents), heart disease, unspecified (grandparents), coagulation disorder (grandparents), diabetes (paternal grandmother and maternal grandmother), mental disorder, cancer (sister) and aneurysm cerebral (maternal grandmother). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), pain ("chronic body pain / full body pain"), paraesthesia ("pins and needles in full body") and arthralgia ("joint pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("severe back pain / back pain / sharp and ache back pain"), fatigue ("fatigue/tired"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations") and pelvic discomfort ("discomfort"). In (B)(6) 2012, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and urinary tract discomfort ("problems going to bathroom"). In (B)(6) 2013, the patient was found to have antinuclear antibody positive ("positive ana test") and experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), depression ("depression"), allergy to metals ("allergy to nickel"), alopecia ("hair loss") and abdominal discomfort ("stomach discomfort") and was found to have weight increased ("weight gain"). The patient was treated with cefalexin (cephalexin), gabapentin, oxycodone, pregabalin (lyrica), promethazine, sertraline hydrochloride (zoloft) and surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, abdominal pain upper, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, allergy to metals, alopecia, pelvic discomfort, antinuclear antibody positive, fibromyalgia, headache, migraine, paraesthesia, dizziness, urinary tract discomfort, abdominal discomfort and weight increased outcome was unknown, the abdominal pain, fatigue and dyspareunia had resolved, the depression was resolving and the pain and arthralgia had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, alopecia, antinuclear antibody positive, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pain, paraesthesia, pelvic discomfort, pelvic pain, urinary tract discomfort, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition and nor the aggravated any psychiatric and/or psychological condition. Her current weight was190 and approximate weight at the time of essure placement was 130. She had medications for back pain, chronic body pain, severe back pain / back pain / sharp and ache back pain, chronic body pain / full body pain, joint pain, headaches. She also had pain during intercourse on (B)(6) 2012. On (B)(6) 2013, she again had positive ana test. Number of trailing coils are 2 and 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pelvic pain/sharp pelvic pain / soreness in pelvis / severe pain'), abdominal pain ('severe abdominal pain, chronic pain, pain grew so severe, constant pain/ abdominal pain / soreness in stomach') and abdominal pain upper ('stomach pain/ sharp pain stomach / severe stomach pain') in a 31-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth on (B)(6) 2012, live birth in 2008, live birth in 2000, multi gravida, visual disturbances, nausea, diaphoresis, dyspnea, attention deficit disorder, vaginal bleeding and gastric infection. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included heart rate increased, syncope (she had syncope for the last 15 months.), uterine prolapse, menometrorrhagia, menorrhagia and cyst. Family history included tobacco abuse (cigarettes), coronary artery disease, hypertension (father), myocardial infarction (grandmother), arrhythmia (grandmother), congestive heart failure, kidney stone, cancer (grandparents), heart disease, unspecified (grandparents), coagulation disorder (grandparents), diabetes (paternal grandmother and maternal grandmother), mental disorder, cancer (sister) and aneurysm cerebral (maternal grandmother). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), pain ("chronic body pain / full body pain"), paraesthesia ("pins and needles in full body") and arthralgia ("joint pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("severe back pain / back pain / sharp and ache back pain"), fatigue ("fatigue/tired"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations") and pelvic discomfort ("discomfort"). In (B)(6) 2012, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and urinary tract discomfort ("problems going to bathroom"). In (B)(6) 2013, the patient was found to have antinuclear antibody positive ("positive ana test") and experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), depression ("depression"), allergy to metals ("allergy to nickel"), alopecia ("hair loss") and abdominal discomfort ("stomach discomfort") and was found to have weight increased ("weight gain"). The patient was treated with cefalexin (cephalexin), gabapentin, oxycodone, pregabalin (lyrica), promethazine, sertraline hydrochloride (zoloft) and surgery (essure removal, essure removal through hysterectomy and total abdominal and vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, abdominal pain upper, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, allergy to metals, alopecia, pelvic discomfort, antinuclear antibody positive, fibromyalgia, headache, migraine, paraesthesia, dizziness, urinary tract discomfort, abdominal discomfort and weight increased outcome was unknown, the abdominal pain, fatigue and dyspareunia had resolved, the depression was resolving and the pain and arthralgia had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, alopecia, antinuclear antibody positive, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pain, paraesthesia, pelvic discomfort, pelvic pain, urinary tract discomfort, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition and nor the aggravated any psychiatric and/or psychological condition. Her current weight was190 and approximate weight at the time of essure placement was 130. She had medications for back pain, chronic body pain, severe back pain / back pain / sharp and ache back pain, chronic body pain / full body pain, joint pain, headaches. She also had pain during intercourse on (B)(6) 2012. On (B)(6) 2013, she again had positive ana test. Number of trailing coils are 2 and 6. Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received. Reporter information and lot no added, rcc updated. Genital hemorrhage down graded. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pelvic pain/sharp pelvic pain / soreness in pelvis / severe pain'), abdominal pain ('severe abdominal pain, chronic pain, pain grew so severe, constant pain/ abdominal pain / soreness in stomach') and abdominal pain upper ('stomach pain/ sharp pain stomach / severe stomach pain') in a 31-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included live birth on (B)(6) 2012, live birth in 2008, live birth in 2000, multi gravida, visual disturbances, nausea, diaphoresis, dyspnea, attention deficit disorder, vaginal bleeding and gastric infection. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included heart rate increased, syncope (she had syncope for the last 15 months.), uterine prolapse, menometrorrhagia, menorrhagia and cyst. Family history included tobacco abuse (cigarettes), coronary artery disease, hypertension (father), myocardial infarction (grandmother), arrhythmia (grandmother), congestive heart failure, kidney stone, cancer (grandparents), heart disease, unspecified (grandparents), coagulation disorder (grandparents), diabetes (paternal grandmother and maternal grandmother), mental disorder, cancer (sister) and aneurysm cerebral (maternal grandmother). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), pain ("chronic body pain / full body pain"), paraesthesia ("pins and needles in full body") and arthralgia ("joint pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("severe back pain / back pain / sharp and ache back pain"), fatigue ("fatigue/tired"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations") and pelvic discomfort ("discomfort"). In (B)(6) 2012, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and urinary tract discomfort ("problems going to bathroom"). In (B)(6) 2013, the patient was found to have antinuclear antibody positive ("positive ana test") and experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), depression ("depression"), allergy to metals ("allergy to nickel"), alopecia ("hair loss") and abdominal discomfort ("stomach discomfort") and was found to have weight increased ("weight gain"). The patient was treated with cefalexin (cephalexin), gabapentin, oxycodone, pregabalin (lyrica), promethazine, sertraline hydrochloride (zoloft) and surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, abdominal pain upper, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, allergy to metals, alopecia, pelvic discomfort, antinuclear antibody positive, fibromyalgia, headache, migraine, paraesthesia, dizziness, urinary tract discomfort, abdominal discomfort and weight increased outcome was unknown, the abdominal pain, fatigue and dyspareunia had resolved, the depression was resolving and the pain and arthralgia had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, alopecia, antinuclear antibody positive, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pain, paraesthesia, pelvic discomfort, pelvic pain, urinary tract discomfort, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition and nor the aggravated any psychiatric and/or psychological condition. Her current weight was190 and approximate weight at the time of essure placement was 130. She had medications for back pain, chronic body pain, severe back pain / back pain / sharp and ache back pain, chronic body pain / full body pain, joint pain, headaches. She also had pain during intercourse on (B)(6) 2012. On (B)(6) 2013, she again had positive ana test. Number of trailing coils are 2 and 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2022: no new information was received, then mention the update of both imdrf/FDA codes as the only change. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("pelvic pain/sharp pelvic pain / soreness in pelvis / severe pain"), abdominal pain ("severe abdominal pain, chronic pain, pain grew so severe, constant pain/ abdominal pain / soreness in stomach"), abdominal pain upper ("stomach pain/ sharp pain stomach / severe stomach pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth in 2000, live birth in 2008, live birth on (B)(6) 2012, visual disturbance, nausea, diaphoresis, dyspnea, attention deficit disorder, vaginal bleeding and gastric infection. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included heart rate increased, syncope (she had syncope for the last 15 months.), uterine prolapse, menometrorrhagia, menorrhagia and cyst. Family history included tobacco abuse (cigarettes), coronary artery disease, hypertension (father), myocardial infarction (grandmother), arrhythmia (grandmother), congestive heart failure, kidney stone, cancer (grandparents), heart disease, unspecified (grandparents), coagulation disorder nos (grandparents), diabetes (paternal grandmother and maternal grandmother), mental disorder nos, cancer (sister) and aneurysm cerebral (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera), nuvaring and oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), pain ("chronic body pain / full body pain"), paraesthesia ("pins and needles in full body") and arthralgia ("joint pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / back pain / sharp and ache back pain"), fatigue ("fatigue/tired"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations") and pelvic discomfort ("discomfort"). In (B)(6) 2012, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines") and urinary tract discomfort ("problems going to bathroom"). In (B)(6) 2013, the patient experienced antinuclear antibody positive ("positive ana test") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), depression ("depression"), allergy to metals ("allergy to nickel"), alopecia ("hair loss"), abdominal discomfort ("stomach discomfort"), weight increased ("weight gain") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with sertraline (zoloft), pregabalin (lyrica), oxycodone, gabapentin, promethazine (phenergan), cefalexin (cephalexin), surgery (total abdominal and vaginal hysterectomy with bilateral salpingo-oophorectomy), surgery (essure removal through hysterectomy), surgery (essure removal) and surgery (essure removal through hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, abdominal pain upper, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, allergy to metals, alopecia, pelvic discomfort, antinuclear antibody positive, fibromyalgia, headache, migraine, paraesthesia, dizziness, urinary tract discomfort, abdominal discomfort, weight increased and treatment noncompliance outcome was unknown, the abdominal pain, fatigue and dyspareunia had resolved, the depression was resolving and the pain and arthralgia had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, alopecia, antinuclear antibody positive, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pain, paraesthesia, pelvic discomfort, pelvic pain, treatment noncompliance, urinary tract discomfort, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition and nor the aggravated any psychiatric and/or psychological condition. Her current weight was (B)(6) and approximate weight at the time of essure placement was (B)(6). She had medications for back pain, chronic body pain, severe back pain / back pain / sharp and ache back pain, chronic body pain / full body pain, joint pain, headaches. She also had pain during intercourse on (B)(6) 2012. On (B)(6) 2013, she again had positive ana test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporters added and updated patient demographics. Historical drug, historical condition, family history, concomitant disease, treatment drug and concomitant drugs were added. Suspect drug inaction. In (B)(6) 2012, she was implanted essure. On an unknown date, she had stomach discomfort, weight gain, and uterine perforation. In (B)(6) 2012, she had stomach pain, pins and needles in full body, chronic body pain / full body pain and joint pain. On (B)(6) 2012 to (B)(6) 2012, she had discomfort. In (B)(6) 2012, dizzy spells. In (B)(6) 2012, she had headaches, migraines other events. In (B)(6) 2013, she had positive ana test. Updated events and onset date as (B)(6) 2012 to (B)(6) 2012. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs